Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer inspected the drawer and found that the latch sensor was loose. The sensor was clicked into its home position, confirming that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device. E1(initial reporter state - (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.